Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, hst iii system (3.8mm) string came off inside the loading device. A second device was used, and the string came off inside loading device again. A third device was opened to complete the procedure. There was a small procedural delay to open new devices. There was no patient harm. Photo provided by the complainant shows the loading device in the packaging tray with the seal inside the device loading tube. The delivery tube is outside of the loading device without the seal. There is no evidence of blood.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/08/2024. A photograph was provided by the account. Signs of clinical use and no evidence of blood were observed. The aortic cutter was observed to be capped and no defects are visible. The delivery device was visible with an empty tube. The seal and tension spring assembly were observed unfolded in the window of the loading device. There were no cracks or delamination observed on the seal. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The blue slide lock was on and the white plunger was not depressed. The seal was observed to be unfolded in the window of the delivery device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed" the lot # 3000366860 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.